Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
During an (B)(6) male ivtm therapy, the facility nurse stated that the patient did not reach target temperature until 0200 on (B)(6) 2018. Patient began cooling therapy at 1830 on (B)(6) 2018 with an initial core temperature of 37.9 degrees and set target temperature at 33 degrees. The nurse added that the thermogard console was operational and that the pinwheel was spinning the entire time, and it was in max power. The patient's temperature reached at 34 degrees around 0300 on (B)(6) 2018 and patient was not shivering. No explanation of interventions until the other facility nurse arrived at 0630, and noticed that the solex catheter was a tiny bit kinked but immediately fixed the kink and the pump began working perfectly and patient was being cooled. No known impact or consequence to patient was reported.